Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. The reporter silenced and closed the clamp and removed the cassette. The reporter tapped the cassette and massaged tubing, and the cassette looked "bone dry". There was no bag of medication, just a cassette. The reporter replaced the cassette and started the pump. Pump was running, and the alarm did return. The reporter silenced and removed the batteries and reviewed the label: total volume was 250 ml for 46-hour infusion, that was a continuous rate of 5.4 ml/hour. The reservoir volume was 24.3 ml, given was 223.75 ml, rate was 5.4 ml/hour. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.